Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial total knee replacement on the right side. Subsequently, the patient experienced pain and infection, secondary to an infected toe. As a result, an unknown amount of time post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The reason for the implanted spacer due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. It is unclear if the knee infection may have been due to spread from the reported toe infection. Additionally, infection is a known surgical risk, as outlined in the IFU. Based on the images provided, the devices appear unremarkable for explanted should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.